Event description:
Dealer stated that the sieve beds on an irc5po2v concentrator are dusted. Per independent repair center statement, low o2 or yellow light.. The key failure was sieve beds were dusty.